Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had replace battery alarm without low battery alarm. Customer did received failed battery alarm. Customer was able to clear the alarm. Customer¿s blood glucose level was 15.5 mmol/l. Customer was advised to test with new brand battery. The insulin pump will not be returned for analysis.